Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, the ventricular lead exhibited oversensing. The oversensing could not be reproduced with isometrics. The physician elected to continue to monitor the patient. On (B)(6) the patient was seen at another follow-up and no oversensing was noted. An x-ray was performed revealing no anomalies. The patient would continue to be monitored.